Event description:
Literature was reviewed regarding ¿ blunt traumatic aortic injury following a combat blast trauma¿ a patient was diagnosed on CT with a proximal dissection of the lsa with absent distal flow and a grade iii pseudoaneurysm at the aortic isthmus. The patient had other non aortic related injuries also. Emergent tevar was performed and a 32mm x 112mm valiant captivia stent graft was implanted in the descending thoracic aorta , with the proximal covered graft part just distal to the lsa origin. To preserve lsa perfusion, the artery was recanalized and a non mdt stent was subsequently deployed into the lsa, protruding 5 mm into the aortic lumen via the proximal freeflo configuration of the valiant graft and terminating 11 mm proximal to the left vertebral artery origin. The patient then experienced a drop in oxygen saturation accompanied by the disappearance of both radial and ulnar pulses. A angiography revealed a distal artery embolization. A left transbrachial thromboembolectomy was performed as treatment. Postoperative angiography confirmed restored lsa patency and distal limb perfusion. The patient had an uneventful recovery, with follow-up CT angiography (cta) 1 week later confirming optimal stent positioning and vessel patency.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; blunt traumatic aortic injury following a combat blast trauma majdalani p <(>&<)> greenberg g journal of vascular surgery cases, innovations and techniques 2025;11:101981. Https://doi.org/10.1016/j.jvscit.2025.101981 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.